Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was positioned to release from the catheter; however, the clip did not come off from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip did not come off the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but still attached to the control wire and with evidence of soft deployment. Microscopic examination was performed, the clip assembly has its bottom part damaged and flared and it was found that one of the locking tabs was broken. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the clip had evidence of soft deployment and the clip was detached from the bushing but still attached to the control wire. Additionally, it was found that the capsule had one side damaged and lifted, consequently, the root cause of the clip assembly detachment. With all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was found that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use. Block h11: correction: block g4 (premarket / 510(k) #).

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was positioned to release from the catheter; however, the clip did not come off from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.